Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) of 59 mg/dl after a meal announcement while bg was elevated. The user treated with glucose tablets and later peanut butter, and bg stabilized at 106 mg/dl. No medical intervention, hospitalization, or long-term effects were reported.